Event description:
Vascular sheath being used in femoral area to retrieve catheter from vad (vascular access device) that broke off and embolized to the left pulmonary artery. Upon retrieval when catheter was being pulled through vascular sheath, sheath became disconnected from hub. Second sheath had to be used below the first and catheter was successfully retrieved, but second sheath was noted to have a portion of sheath broken off. Both vascular sheaths were removed in cath lab without incision or surgery.